Manufacturer narrative:
This report is being submitted to correct b5 / b6, as these fields were inadvertently switched in the previous report. B5 has been updated accordingly.

Event description:
Additional information was received indicating the reported issue occurred during inspection after the device came back from the last repair. There was no patient involvement. Additionally, during the device evaluation at olympus, no image and scope communication error e216 were observed due to a cable failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the reported issue occurred due to a faulty cable; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instruction manual otv-s300, chapter 10 troubleshooting, 10.2 troubleshooting guide. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus camera head was defective with a loose contact causing the image to disappear temporarily. The issue was found during preparation for use for an unknown procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.